Event description:
It was reported that on (b)(6) 2026, a 29mm Navitor Vision valve was selected for implant using a large FlexNav Delivery System (DS). Prior to the procedure, the patient was identified as high risk for surgical Aortic valve replacement but in a stable condition. The patient was previously implanted with a permanent pacemaker. 6 French (Fr) radial sheath was placed in the left radial artery. After placing the perclose devices, it was replaced with an 8 Fr sheath and a JR4 Catheter was used to position a non-Abbott wire in the descending thoracic aorta. 8 Fr sheath was removed and a 15 Fr, non-Abbott Introducer Sheath (IS) was placed in the common femoral artery. The patient was heparinized and a temporary pacing was placed into the Right Ventricle (RV) apex via the right common femoral vein. IM catheter was removed from the left radial artery and replaced this with a 6 French pigtail catheter in the ascending aorta. Aortogram was performed to confirm our cusp projection. Pre-implant Balloon Valvuloplasty (Pre-BAV) was performed using a 24mm, non-Abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (NCC) and 5mm on the left-coronary cusp (LCC). The Navitor Vision valve did not appear to be fully expanded and was constrained by the ascending aortic anatomy. In addition, there was an extremely wide pulse pressure, and a clinical decision was made to perform a Post-implant Balloon Valvuloplasty (post-BAV) by using a 25mm, non-Abbott balloon. The patient was developed with hypotension, and an emergent echo revealed a circumferential pericardial effusion at posterior annulus. An emergent pericardiocentesis and drain was placed and resuscitated with rapid warfarin reversal agent. Heparin was also reversed with protamine. A clot was noted in the pericardial space, and the patient was no longer able to be resuscitated and therefore a decision was made to transfer the patient emergently to the operating room for emergent surgery. The temporary pacemaker was removed given the fact the patient has a permanent pacemaker. Upon transferring to the operation room (OR), surgical pericardiocentesis was performed and the patient's condition worsened into cardiac tamponade, hypovolemic shock and cardiac perforation was also observed. The user believed caused the pericardial effusion due to the post-BAV balloon (non-Abbott). The implanter classified this death as being related to the procedure and post-BAV. The patient was pronounced to be deceased.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 29 MM NAVITOR VISION VALVE WAS SELECTED FOR IMPLANT USING A LARGE FLEXNAV DELIVERY SYSTEM (DS). PRIOR TO THE PROCEDURE, THE PATIENT WAS IDENTIFIED AS HIGH RISK FOR SURGICAL AORTIC VALVE REPLACEMENT BUT IN A STABLE CONDITION. THE PATIENT WAS PREVIOUSLY IMPLANTED WITH A PERMANENT PACEMAKER. 6 FRENCH (FR) RADIAL SHEATH WAS PLACED IN THE LEFT RADIAL ARTERY. AFTER PLACING THE PERCLOSE DEVICES, IT WAS REPLACED WITH AN 8 FR SHEATH AND A JR4 CATHETER WAS USED TO POSITION A NON-ABBOTT WIRE IN THE DESCENDING THORACIC AORTA. 8 FR SHEATH WAS REMOVED AND A 15 FR, NON-ABBOTT INTRODUCER SHEATH (IS) WAS PLACED IN THE COMMON FEMORAL ARTERY. THE PATIENT WAS HEPARINIZED AND A TEMPORARY PACING WAS PLACED INTO THE RIGHT VENTRICLE (RV) APEX VIA THE RIGHT COMMON FEMORAL VEIN. IM CATHETER WAS REMOVED FROM THE LEFT RADIAL ARTERY AND REPLACED THIS WITH A 6 FRENCH PIGTAIL CATHETER IN THE ASCENDING AORTA. AORTOGRAM WAS PERFORMED TO CONFIRM OUR CUSP PROJECTION. PRE-IMPLANT BALLOON VALVULOPLASTY (PRE-BAV) WAS PERFORMED USING A 24MM, NON-ABBOTT BALLOON. DURING THE PROCEDURE, THE VALVE WAS ABLE TO BE IMPLANTED SUCCESSFULLY AT A DEPTH OF 3 MM ON THE NON-CORONARY CUSP (NCC) AND 5 MM ON THE LEFT-CORONARY CUSP (LCC). THE NAVITOR VISION VALVE DID NOT APPEAR TO BE FULLY EXPANDED AND WAS CONSTRAINED BY THE ASCENDING AORTIC ANATOMY. IN ADDITION, THERE WAS AN EXTREMELY WIDE PULSE PRESSURE, AND A CLINICAL DECISION WAS MADE TO PERFORM A POST-IMPLANT BALLOON VALVULOPLASTY (POST-BAV) BY USING A 25 MM, NON-ABBOTT BALLOON. THE PATIENT WAS DEVELOPED WITH HYPOTENSION, AND AN EMERGENT ECHO REVEALED A PERICARDIAL EFFUSION. AN EMERGENT PERICARDIOCENTESIS AND DRAIN WAS PLACED AND RESUSCITATED WITH RAPID WARFARIN REVERSAL AGENT. HEPARIN WAS ALSO REVERSED WITH PROTAMINE. A CLOT WAS NOTED IN THE PERICARDIAL SPACE, AND THE PATIENT WAS NO LONGER ABLE TO BE RESUSCITATED AND THEREFORE A DECISION WAS MADE TO TRANSFER THE PATIENT EMERGENTLY TO THE OPERATING ROOM FOR EMERGENT SURGERY. THE TEMPORARY PACEMAKER WAS REMOVED GIVEN THE FACT THE PATIENT HAS A PERMANENT PACEMAKER. UPON TRANSFERRING TO THE OPERATION ROOM (OR), SURGICAL PERICARDIOCENTESIS WAS PERFORMED AND THE PATIENT'S CONDITION WORSENED INTO CARDIAC TAMPONADE, HYPOVOLEMIC SHOCK AND CARDIAC PERFORATION WAS ALSO OBSERVED. THE PATIENT WAS PRONOUNCED TO BE DECEASED.

Manufacturer narrative:
An event of incomplete stent opening, Vascular Dissection, Pericardial Effusion, Hematoma, Cardiac Tamponade, Shock, Perforation and death were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on all available information, causes for the reported events could not be conclusively determined. It is possible that procedural conditions contributed to the reported issues. However, this cannot be confirmed. The cause of patient death cannot be confirmed. The reported unexpected medical interventions and surgical intervention were a case specific circumstance, as Pericardiocentesis, Post-Implant Valvuloplasty & CPR were performed and medication was administrated. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. A medical review was completed, stating: "Case reviewed. No procedural imaging was provided. Pre-procedural CT demonstrated prominent left ventricular outflow tract (LVOT) calcification. Pre dilation was performed using a 24 mm balloon (perimeter-derived annulus size of 26.2 mm). A 29 mm Navitor valve was subsequently implanted; however, the procedural narrative indicates that the valve was constrained by the ascending aorta. A decision was made to perform post-dilation with a 25 mm balloon. Following this, the patient became hemodynamically unstable, and a pericardial effusion was identified. Annular rupture was suspected at that time. The patient was taken emergently to surgery but did not survive. Operative details were not available. The presumed cause of death is annular rupture and associated pericardial tamponade. The annular rupture was most likely related to post-dilation in the setting of hostile anatomy (LVOT calcification). Balloon sizing appears appropriate based on the available information."